Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net with undersensing of a pvc on a vt episode. It was noted that the small pvc may have been undersensed because it occurred after a large amplitude r wave. A sensitivity adjustment was suggested. The egm also contains noise that was oversensed on the discrimination channel. This noise is likely due to myopotentials or emi. The device will continue to be monitored.